Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the buttons on the insulin pump were sticking. She pressed the act button and it was unresponsive. Customer was attempting to bolus for a snack when she noted the anomaly. Customer didn't recall her blood glucose level or any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return he device for further analysis. Customer's blood glucose was 127 mg/dl at the time of the call.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the display corner, cracked battery tube threads, and broken reservoir tube lip.